Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that after getting a magnetic resonance imaging (MRI), the patients ipg was causing a shocking sensation which the physician believed was not device related. The patient underwent an ipg explant procedure.

Event description:
A report was received that after getting a magnetic resonance imaging (MRI), the patients ipg was causing a shocking sensation which the physician believed was not device related. The patient underwent an ipg explant procedure.